Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from two accuchek inform ii meters, serial numbers (B)(6). At 11:06 a.m., the result from meter (B)(6) was 159 mg/dl. At 11:09 a.m., the result from meter (B)(6) was 176 mg/dl. At 11:12 a.m., the result from meter (B)(6) was 30 mg/dl. At 11:17 a.m., the result from meter (B)(6) was 168 mg/dl. The customer stated that the same fingerstick was used for the first three measurements.